Event description:
Difficulties were encountered when trying to establish rf communication with the device. Reportedly, rf communication was very unstable and the measurement of the continuity test was very long to obtain. According to the physician, the quality of rf communication was poor.

Manufacturer narrative:
(B)(4).

Event description:
Difficulties were encountered when trying to establish rf communication with the device. Reportedly, rf communication was very unstable and the measurement of the continuity test was very long to obtain. According to the physician, the quality of rf communication was poor.